Event description:
The phaseal connector, which is utilized for chemotherapy, sticks out past our infusion pumps. In this case, the phaseal connector hit the sink/cabinet area while the patient was the exiting the bathroom. The chemo tubing pulled out of pump causing chemotherapy to spill on floor. The patient was not injured. The chemo spill was contained. The physician was notified, and a make-up chemotherapy dose was ordered and administered.